Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior resection of the rectum procedure, could not cut the breakaway washer. After fired, partially cut the tissue and the staple malformed with irregular shape, the breakaway washer was not cut through. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # k5c96x. The analysis results found that the ccs29 device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the indicator was not fully into the safe firing range. It should be noted that before firing the device the indicator should be fully within the range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.